Event description:
It was reported by the customer that on (B)(6) 2010, the fiber was damaged at the tip at 66,731 joules. Also, it was reported that the fiber was damaged at the tip while the physician was cleaning the tip. No patient injury was reported. The device was not returned for evaluation.